Event description:
It was reported that the flow rate accuracy needed to be checked. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. As a result of checking the event history log, it confirmed that no mis-setting or other errors related to delivery failures were identified. During the functional testing, it was confirmed that the accuracy is out of specification. The reported issue was confirmed but the cause could not be determined. The expulsor was adjusted. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.